Event description:
The patient fell and subsequently experienced shocking sensations at the ipg site. The sensations were present also when the device was off. Impedance checks were performed and reprograming was done. The device was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.